Event description:
It was reported, the patient fell recently and is now experiencing ineffective stimulation. X-rays revealed lead migration. The patient will undergo surgical intervention as the next course of action. The event date is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.